Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation stent damage occurred. A 20 x 3.00 promus premier stent was selected to treat the lesion. After removing the device from the hoop they attempted to flush the device but it was noticed that the middle to distal edge of the stent was lifted. The procedure was completed with 2 other size promus premier stent. No patient complications were reported and the patients' status is good.